Manufacturer narrative:
Additional information was received on 02-jun-2022. It was reported that the patient is 76-year-old (53.1 kg). Therefore, a 2. Patient age at the time of event, a 2. Age unit, a 4. Weight of the patient, a 4. Weight unit were updated. It was also reported that there we no relevant tests or lab data. The physician¿s name was provided. Therefore, e 1. Initial reporter title, e 1. Initial reporter first name, e 1. Initial reporter last name, e 2. Health professional, and e 3. Initial reporter occupation were updated. On 27-may-2022, the device evaluation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered junctional rhythm (av block). When the patient entered the procedure the heart rate (hr) was sinus rhythm at 70 beats/min. After right pulmonary vein (rpv) isolation, bradycardia occurred and sinus rhythm did not appear, resulting in a junction rhythm. Even with the isuprel (isp) load, the junction rhythm remained, and the patient returned to the room. The physician tried to draw sinus map in the right atrium after pulmonary vein isolation (pvi), but sinus did not appear, and map was done with a junction beat. Although the superior vena cava (svc) was low vol, it isolated the svc based on the height of the la roof. The junction beat was stable with hr of about 50 beats/min. The physician's opinions are there is no causal relationship with the present event. Originally, the patient had a tendency toward bradycardia. Right atrial map was performed but low electrical signal from svc to high right atrium (hra). Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies were found on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch 30712243l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered junctional rhythm (av block). When the patient entered the procedure the heart rate (hr) was sinus rhythm at 70 beats/min. After right pulmonary vein (rpv) isolation, bradycardia occurred and sinus rhythm did not appear, resulting in a junction rhythm. Even with the isuprel (isp) load, the junction rhythm remained, and the patient returned to the room. The physician tried to draw sinus map in the right atrium after pulmonary vein isolation (pvi), but sinus did not appear, and map was done with a junction beat. Although the superior vena cava (svc) was low vol, it isolated the svc based on the height of the la roof. The junction beat was stable with hr of about 50 beats/min. The physician's opinions are there is no causal relationship with the present event. Originally, the patient had a tendency toward bradycardia. Right atrial map was performed but low electrical signal from svc to high right atrium (hra). The adverse event occurred on (B)(6) 2022 this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was not related with bwi product malfunction. The intervention provided was the administration of isoproterenol. The patient outcome of the adverse event is unchanged. A smartablate generator was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).